Event description:
The customer reported via phone call that she had issues with high blood glucose. Customer put on a sensor yesterday and today her blood glucose was extremely high. Customer changed out her set today and everything seems to be working okay, but the customer cannot get the pump to give her insulin. Customer stated that she has checked the blood glucose reading on the meter as well and it does seem high. Customer stated that one reading is in the upper 300's mg/dl and the other is showing a reading in the 100's mg/dl. Customer's blood glucose at the time of the incident was 226 mg/dl. Customer's current blood glucose was 413 mg/dl. Customer also had some issues with low blood glucose but declined troubleshooting since this was not an issue for her. Customer was not able to bring down her blood glucose due to the bolus wizard not allowing her to give herself any insulin. Customer was walked through the bolus wizard. Customer understood why she was not getting any insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.